Event description:
Boston scientific received information that a neurosurgery registrar wanted the device checked as the patient had received inappropriate therapy. During a follow up low out of range pacing impedances, high thresholds, oversensing and inappropriate anti tachycardia therapy was noted on this right ventricular lead. A lead revision took place, and when this right ventricular lead was tested with a pacing system analyzer (psa) the impedance values had increased above 200 ohms while the pacing thresholds had also increased. This right ventricular lead was surgically abandoned while the device was explanted but will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.